Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (h-l90) was returned for investigation in used condition. Visual inspection revealed that the front cover was scuffed. The enclosure was also dirty and scuffed. The enclosure was cracked under the drain fitting (rusty). The water tanker cover was also cracked. The pole clamp was dirty, and the line cord was worn. Following the visual inspection, the investigator filled the tank with water, plugged in the line cord, and turned on the power switch. The unit failed to power on. The customer reported product problem was therefore confirmed. A test pcb was then installed on the device. The device subsequently powered on as intended. The product problem was therefore attributed to a faulty pcb board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced: enclosure, font cover, water tank cover, drain fitting, pole block, line cord, interlock block, plate clip and pcb board. Preventative maintenance was then performed. The device subsequently passed functional testing.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the device failed to power up. No patient injury or complications were reported in relation to this event.